Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the dingus on the imaging system was bent, which in turn restricted the gantry door from closing. The representative then returned to the site and replaced the upper dingus. Following replacement of the dingus and alignment of the door, the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The suspect dingus has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a cover on the imaging system was damaged. The reported issue occurred when the site was transporting the imaging system out of the operating room (or) following completion of a procedure. There was no patient present when this issue was identified. No additional information was provided.